Event description:
My daughter is a (B)(6) year old type 1 diabetic and uses the dexcom g6 continuous glucose monitor. The dexcom sensor is applied via a device where you push a button and the needle goes in, then out, and the device is supposed to release, leaving behind just the sensor. Today, the device did not release. The needle and device were stuck on her body and I had to rip it off because it would not release. Apparently this is a known issue with the dexcom g6 yet we have received no communication regarding it. I spoke with a dexcom tech support and they said they've had a lot of calls reporting this medical device malfunction. FDA safety report ID# (B)(4).